Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # r93j6y. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: can you please clarify how the device was "deformed"? Was the shaft of the device bent? Were the device jaws bent or misaligned? Were there any patient consequences? Response: can you please clarify how the device was "deformed"? Was the shaft of the device bent? Were the device jaws bent or misaligned? Were there any patient consequences?

Event description:
It was reported that during an unknown procedure, the clip applier deformed and could not fire clips.

Manufacturer narrative:
(B)(4). Batch # r93j6y. Corrected data - the response to the follow-up questions were omitted on the initial medwatch - can you please clarify how the device was "deformed"? Was the shaft of the device bent? Were the device jaws bent or misaligned? Were there any patient consequences? Response: the shaft of the device was intact the complaint is about the jaws that are bent and misaligned there were no patient consequences. Device analysis: the analysis results found that the el5ml device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation.